Event description:
The hcp reported that the pt was experiencing hallucinations and was transported to the emergency room. It was reported that dilaudid had recently been added to itb therapy. It is unknown what treatment was provided to the pt. Pt outcome is unknown as of the date of this report.